Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one trocar wipe disengaged on one end was received inside a small bag. It was observed a ductile rupture on one end of the wipe. Lot was unavailable. Three sealed samples were received without display box were properly assembled according to product specifications. Trocar wipes were inspected and found complete and in good conditions. Wipes were neat, no damages were found. Functional testing found all three samples turned on without inconveniences. Condition was not confirmed for the three sealed samples received. For the additional trocar wipe received disengaged on one end, manufacturing line was visited, and no point was observed during the manufacturing process were this condition could occur. It was reported that a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The most likely cause could not be established from the information available. The manuf acturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the large part of the plunger broke off in a 8mm trocar and it fell into the patient's cavity. This occurred towards the end of the case and the piece that fell off was able to be retrieved using a grasper and closed. There was no patient injury.